Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical products and therapy date detail of product: metasul head 28mm m 12/14 catalog no#:192806 ; lot#: lot b676217. Cls spotorno, expansion shell, uncemented¸ 50 catalog no#:945019 ; lot#: b601525 . - metasul cls spotorno, insert, 50/28 catalog no#:60132850 ; lot#:b514073 distal centralizer dia 8 catalog no#:300108 ; lot#: b419563 . Medullary plug with drain 2 catalog no#:00000003222 ; lot#: 693603 . A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
In addition to report 0009613350 - 2019 - 00619, x-rays confirmed the fracture of the distal part of the stem and migration of the proximal part of the stem.

Manufacturer narrative:
Event description: patient underwent initial left hip replacement surgery on (B)(6) 2000 and underwent a revision surgery on (B)(6) 2019 due to implant fracture of the stem. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: an undated x-ray has been received. Radiologically visible horizontally fractured and displaced proximal stem part. Radiolucent line between bone and cement and between cement and proximal stem part can be seen. An additional undated x-ray post-revision surgery, showing the revised left tha has also been received. This does not contain information for the reported event. Surgical report: the revision report, dated (B)(6) 2019: upon joint opening and luxation, the proximal stem part could be freely removed. The cement was removed from the proximal femoral cavity. The acetabulum showed no signs of loosening. A window was cut in the femoral bone to remove the distal stem part and bone cement. The primary surgical report, dated (B)(6) 2000 was reviewed, however no conspicuous findings relevant to the reported event have been identified. Patient data: k.d., female, 57 kg, 60 years at time of incident. Product evaluation: visual examination: the fractured stem has been received for examination. The stem fractured in the distal third of the stem. On the proximal fracture part, especially on the posterior side, countless horizontal scratches can be seen with a milky appearance. On the anterior proximal stem part multiple scratches in random direction can be seen. The distal stem component shows multiple indentation. The fracture surface is polished and therefore the original fracture surface can no longer be seen. An origin of the fracture could not be found. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: patient underwent initial left hip replacement surgery on (B)(6) 2000 and underwent a revision surgery after 19 years in-vivo on (B)(6) 2019 due to implant fracture of the stem. Based on the pre-revision x-ray and the visual examination the reported stem fracture can be confirmed. The radiolucent line between the proximal stem part and the cement may indicate loosening of the proximal stem part. Additionally, the visual examination showed horizontal scratches and a milky appearance of the proximal stem part, however these could have been introduced before and / or after the fracture. Due to the unavailability of a complete x-ray follow-up the implant positioning, the bone and cement structure as well as changes over time could not be evaluated. Therefore, it remains unknown at which point in time the proximal stem part became loose and if the loosening of the proximal stem part in combination with a well-fixed distal stem part might have led or contributed to the stem fracture. The random scratches on the proximal stem part and the indentations on the distal stem part point to damages from the revision surgery. Based on the polished fracture surface a detailed analysis of the fracture surface could not be performed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). In conclusion, based on the investigation it is possible that loosening of the proximal stem part in combination with a well-fixed distal stem part led or contributed to the stem fracture. Nevertheless, based on the unavailability of a complete x-ray follow-up of the stem during the time in-vivo and as the cause may be multi-factorial, containing product, patient and procedure related factors, an exact root cause could not be identified for the stem fracture after 19 years in-vivo. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Medical product: metasul head 28mm "m" 12/14, catalog no#:192806 ; lot#: unknown, cls spotorno, expansion shell, uncemented¸ 50, catalog no#:945019 ; lot#: unknown, metasul cls spotorno, insert, 50/28, catalog no#:60132850 ; lot#:unknown, distal centralizer dia 8, catalog no#:300108 ; lot#: unknown, medullary plug with drain 2, catalog no#:00000003222 ; lot#: unknown. Therapy date: (B)(6) 2019. The manufacturer received x-rays for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to implant fracture.